Event description:
During tracheostomy procedure, surgeon attempted to use 9.0mm portex trach tube with disposable inner cannula - obturator would not advance to the end of the trach tube for trach tube to be inserted.